Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered on the right ventricular lead due to non-sustained ventricular tachycardia episodes and short v-v intervals. The patient was noted to have many premature ventricular contractions. About 1.5 months later another alert was triggered for the same reason. The alert was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.